Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex (cx) artery. For post dilatation, during advancement of an unspecified balloon device catheter (bdc) on the ht bmw universal ii guide wire (gw), resistance was noted and the gw became separated in 2 pieces. Therefore, the separated portion of the gw was removed with the balloon dilatation catheter (bdc) shaft and the other portion of the gw was able to be simply removed. No post dilatation was performed in the procedure. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.

Event description:
Subsequent to the initial report being filed, it was reported that the balloon dilatation catheter (bdc) was a 3x8mm nc trek bdc. During removal resistance was noted between the guide wire and the bdc and therefore, the devices were removed as a single unit. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to advance and the reported difficult to remove were unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. It is possible that interaction with the anatomy/other devices and/or a build-up of procedural contaminants (blood, contrast) on the guide wire contributed to the reported difficult to advance and the reported difficult to remove; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficult to advance and the reported difficult to remove cannot be determined. Interaction and/or inadvertent mishandling of the compromised device resulted in the noted device damages (bent shaping ribbon, multiple bent core, scrapped teflon coating) likely contributing to the reported difficult to advance and the reported difficult to remove and ultimately resulted in the reported/noted core material separation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 and d10 is filed under separate medwatch report number.